Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 49 and 71 hours on the abdomen. Hyperglycemia was treated with a new pod.

Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The soft cannula was found to be damaged. The exposed portion of the soft cannula was found to be flattened. The flattening of the soft cannula did not prevent insulin to be delivered, neither did it cause any leaking during wear. It could not be determined when flattening occurred, however, the found damages did not contribute to the reported symptom codes. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.